Event description:
The patient had right-hand and left-hand carpal tunnel release using ultraguidectr with ultrasound guidance. 11 days after surgery, patient had onset of increasing pain, stiffness and swelling with clear fluid discharge from right hand incision site only. Patient states the left hand is healing well without issues. The patient presented to emergency department for evaluation concerning flexor tenosynovitis/infectious complication of right hand. No fever or chills. The patient had superficial abrasion to right wrist 3-4 days prior by moving wood. Patient reported that right hand was healing well but woke up with the new symptoms: acute onset of significant pain to right wrist and palmar aspect of right hand along fourth or fifth flexor sheath. The possibility that the infectious complication resulted from firewood abrasion was noted. Open and debridement of right hand. Antibiotics were given. Diagnosis was infectious flexor tenosynovitis. No device malfunction was reported.

Manufacturer narrative:
The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed. Infection is referenced in the ultraguidectr instructions for use as a possible complication. No device malfunction was reported.